Event description:
It was reported that high impedances of over 4,000 ohms were found on contacts 0-7. No injury was reported. The device was replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator found it was programmed incorrectly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.